Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant of the pacemaker, the right ventricular lead began exhibiting high capture threshold. The physician elected to revise the lead. During the procedure, the physician was unable to unscrew the right ventricular lead and atrial lead from the pacemaker port. Both leads were then capped and replaced on (B)(6) 2019. The patient was in stable condition. Related manufacturer reference number: 2017865-2020-00237.

Manufacturer narrative:
G3 - date received by manufacturer should have been aug 19, 2022, not dec 30, 2019, as reported in follow-up report number 1.

Event description:
Related manufacturer reference number: 2017865-2022-19962.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.